Manufacturer narrative:
Device evaluated by MFR.: mustang 8.0 x 40, 135 cm device was returned for analysis. A visual examination of the returned device found that the balloon appeared inflated. There were no issues noted on the balloon that may have potentially contributed to the complaint incident during a visual and microscopic examination of the balloon material. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. A visual and tactile examination identified kinks on more than one location of the device. The device was returned with a 0.014 guidewire loaded in the wire lumen of the device. As part of analysis, an attempt was made to remove the 0.014 guidewire, the guidewire was removed with resistance and it was noted that the guidewire was kinked. An attempt was made to load the recommended 0.035 guidewire but the guidewire could not be loaded due to restriction at the kinked section of the shaft.

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the iliac artery. A 8.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, it was noted that the device and a non-bsc guidewire became stuck. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the device was removed from the patient by removing together with the guidewire as one unit.

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the iliac artery. A 8.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, it was noted that the device and a non-bsc guidewire became stuck. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: mustang 8.0 x 40, 135 cm device was returned for analysis. A visual examination of the returned device found that the balloon appeared inflated. There were no issues noted on the balloon that may have potentially contributed to the complaint incident during a visual and microscopic examination of the balloon material. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. A visual and tactile examination identified kinks on more than one location of the device. The device was returned with a 0.014 guidewire loaded in the wire lumen of the device. As part of analysis, an attempt was made to remove the 0.014 guidewire, the guidewire was removed with resistance and it was noted that the guidewire was kinked. An attempt was made to load the recommended 0.035 guidewire but the guidewire could not be loaded due to restriction at the kinked section of the shaft.

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the iliac artery. A 8.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, it was noted that the device and a non-bsc guidewire became stuck. The procedure was completed with another of the same device. No patient complications were reported.